Event description:
The patient received therapeutic benefit when stimulation was on. The stimulation would remain on for a few hours and then it would turn off for a while. When the stimulation turns off the symptoms returned. Additional information was requested. Additional information will be submitted when it becomes available.

Manufacturer narrative:
(B)(4).